Event description:
Complainant reported while unloading a patient from the ambulance, the legs of the stretcher allegedly lowered suddenly. A medic alleged shoulder pain and was seen in the emergency room; however, no details regarding the injury or nature of medical intervention have been provided by the complainant. The patient was not injured. The stretcher will be evaluated.

Manufacturer narrative:
The cot was evaluated by an authorized technician at the customer's location on 12/12/2019 and found the cot to be functioning as intended with no malfunctions found that would have contributed to the cot legs lowering unexpectedly. The IFU contains sufficient instructions for safe unloading of the stretcher from the ambulance. No further details of the alleged injury and medical intervention have been provided.

Event description:
Complainant reported while unloading a patient from the ambulance, the legs of the stretcher allegedly lowered suddenly. A medic alleged shoulder pain and was seen in the emergency room; however, no details regarding the injury or nature of medical intervention have been provided by the complainant. The patient was not injured. The stretcher will be evaluated.